Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the pediatric patient experienced inaccurate cgm values. As a result, the patient was hospitalized with hyperglycemia. At an unspecified time, the bg was 325 mg/dl. The alleged inaccurate egv was not documented. The patient declined to provide additional details. Attempts to contact the patient for more details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.